Manufacturer narrative:
The reported event of failure to separate was not confirmed. Final analysis found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during leadless pacemaker (lp) implant, the lp failed to separate from the catheter for fixation. The procedure was completed using an alternate lp and catheter on 8 jan 2024. The patient was stable.